Manufacturer narrative:
The reported issue was reproduced during investigation testing. The root cause of the left driveline pressure being out of specification was determined to be a malfunction of the left electronic pressure regulator. Syncardia has a corrective and preventive action (CAPA) to address electronic pressure regulators. Syncardia has completed its investigation and is closing this file. Ce 5359 follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver functional test results were outside of the acceptance criteria.